Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient is best corrected to 20/60. He cannot find anything wrong with the eye. The lens position,etc.. He even had another surgeon take a look at it and he cannot see anything wrong. Additional information was provided that posterior capsule opacification was observed. A yag laser capsulotomy was performed.